Event description:
Pt spontaneously reported pump malfunction cadd legacy sn (B)(4) due 04/25/2020 for maintenance. Used for veletri. Pump alarmed for "no disposable". Could not trouble-shoot. Pt switched to backup. Pump no issues, no adverse event as result. Replacement pump shipped same day. No further info. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.